Manufacturer narrative:
Mitek is at this point in time in the info gathering mode. When all that can be had, is had and thoroughly investigated and evaluated, those results will be the subject matter in a f/u report.

Event description:
Our rep is reporting to us that during an arthroscopic shoulder repair, a portion of the distal tip of an expressew suture passer needle broke off into the pt's joint space. They resorted to a c-arm for 1 to 1 1/2 hours searching for the fragment, however, they were not able to locate or remove the fragment. The complaint device is either being retained or has been discarded at the facility. This is all of the info that mitek has at this point; there are questions out for further detail and clarity.